Event description:
Customer receiving the sensor error alarm. Customer also stated she had a low blood glucose event. The paramedics were called. The blood glucose reading at the time of the event was 18 mg/dl. The current blood glucose reading is 167 mg/dl. During troubleshooting, the customer was advised to move away from phone chargers, they will cause weak signals. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.